Event description:
Additional information received reported the event resulted in a serious deterioration of the patient¿s health. The event did not result in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. The event did not result in a life threatening illness or injury and did not result in permanent impairment of a body function of permanent damage to a body structure. The event did, however, result in in-patient or prolonged hospitalization.

Event description:
It was reported the patient complained of an increased number of painful spasms during an unscheduled visit on (B)(6) 2014. It was stated the pump was reprogrammed from 150 mcg/day to 190 mcg/day and the patient returned a week later with the same symptoms. It was noted the dose was increased again, but the painful spasms were still ongoing. It was noted the relationship to the pump, programming/refill and procedure was unknown. The patient status was noted as alive with injury. The pump was used to deliver baclofen. Additional information reported the status of the patient was ongoing. Additional information reported they suspected a catheter problem, and not a problem with the pump itself. It was noted that a revision of the catheter would be performed. Additional information reported the pump was used to deliver lioresal. Additional information reported there were multiple dose increases, and the daily dose had been increased to 300 mcg. It was stated a revision of the system was scheduled for (B)(6) 2014. It was reported that an x-ray on (B)(6) 2014 showed visibility of the left abdominal catheter track with a kink and coiled posterior in the soft tissue. It was noted that it was visible intrathecal until th11-th12. Patient outcome was not provided. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported the pump revision referred to the implant date of (B)(6) 2014. The date of (B)(6) 2014 did not refer to a pump revision, but this was the patient reported date. The patient¿s spasms were related to programming/refill and unknown relatedness to the intrathecal baclofen and the only action taken was reprogramming the pump several times. This was not an unexpected event and there was no pump revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Further, the clinical diagnosis was whole body spasms. The diagnostic method on (B)(6) 2014 was noted as increased number of painful spasms since pump revision on (B)(6) 2014. The patient complained of increased number of painful spasms. Increasing spasms during morning care, with spontaneous spasms and flexion spasm of the lower body. Due to the suspicion of a catheter dysfunction, the catheter was revised on (B)(6) 2014 (action date). The component was reported as related to the entire catheter and the catheter was disposed. The diagnosis was catheter dysfunction. Should additional information be received a supplemental report will be filed.

Event description:
Additional information reported the pump was used to deliver lioresal with admixtures. It was reported the spasms were of moderate severity that produced some impairment of functioning but were not hazardous to health. It was noted the increased number of painful spasms that started on (B)(6) 2014 had been occurring since their pump revision. It was noted the pump was not related to the event, but the programmer/refill was related. It was noted the patient was reprogrammed on (B)(6) 2014, it was noted the event was ongoing on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the catheter was revised on (B)(6) 2014 due to suspicion of catheter dysfunction. Severity of the event was reported as; moderate. Actions that occurred were reported as; in-patient hospitalization, urgent care visit, unscheduled clinic/office visit, catheter explant/replaced. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), product type catheter; product ID 8709, serial# (B)(4), product type catheter. (B)(4).